Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump alarmed during the occlusion test due to a slightly loose and tilted drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was 287mg/dl. Troubleshoot was conducted, the drive support cap was found to be protruded. The customer was advised that the device would have to be replaced and returned for analysis.